Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector damaged) has been confirmed. Upon evaluation of the electrode belt, the trunk cable connector was damaged, creating an insecure connection with the monitor. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient had a damaged belt connector.